Event description:
It was reported that, during a lithotripsy procedure for kidney stones, the glass tip of the first fiber broke. This second fiber was used, and the tip turned black on the shaft and the tip broke after less than twenty minutes of use. A third fiber was used, and it exhibited the same issues as this one. The procedure was stopped after the third fiber tip broke. There were no patient complications. This report is for the second fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2022-50180, this report is for the same event as manufacturer report: 2124215-2022-50178.

Event description:
It was reported that, during a lithotripsy procedure, the glass tip of the first fiber broke off. A second lighttrail 270 fiber was used, and the tip broke off. A third lighttrail 270 was used to replace the second fiber but also broke off at the tip. The tips of the three fibers turned black at the shaft while inside the patient and breaking after 5-20 minutes of use. The procedure was stopped after the third fiber tip broke off.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2022-50180. This report is for the same event as manufacturer report: 2124215-2022-50178. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber identified that the glass tip was broken off, and additionally the fiber jacket had burn back. During functional testing, light from the sma connector was bright and round, indicating that there was no fracture within the connector. Based on the analysis results, the reported complaint was confirmed. As per the product analysis, procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the reported clinical observations. According to the device instructions for use (IFU), care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip.